Manufacturer narrative:
The insulin pump was received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, the insulin pump was received with normal operating currents and passed unexpected restart error test, self-test, rewind test, displacement test, prime test and excessive no delivery test. No unexpected failed battery test alarm noted during testing. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.

Event description:
The customer's mother reported via phone call that their insulin pump alarmed failed battery. The customer¿s blood glucose level was 180mg/dl at the time of the incident. The customer's mother reported that insulin pump was damaged. The customer's mother reported that the insulin pump did not receive failed battery test after inserting new battery during troubleshoot. The insulin pump was returned for analysis.